Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that nonsustained ventricular tachycardia episodes were seen on the electrocardiogram which appeared to be nonphysiologic. This indicates possible oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.